Event description:
The report indicated that the customer had administered a bolus at bed time and woke up with a low bg of 55mg/dl. His bg's rose to just below the lower limit of his goal range later that morning. The next morning, he woke to elevated bg's and had administered multiple correction boluses. A half-hour after bolusing, the pod initiated two consecutive occlusion alarms. The pod was immediately deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.